Manufacturer narrative:
(B)(4). This complaint was not confirmed due to the lack of a sample. Based on the information gathered during baxter's investigation, the cause of the system error (se) 2240 was not determined. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 4 of 5. The technical service representative (tsr) explained se 2240 indicates air entered the set up. The hp confirmed she did not disconnect and there was nothing unusual noted with her set up. The tsr assisted the hp to cycle power to clear the alarm and advised the hp to let the nurse know about the alarm. On (B)(6) 2011, product surveillance spoke with the hp's husband who stated he takes care of all the hp's therapy and he did not know how air got into the line. The hp's husband stated therapy was going fine and no patient injury or medical intervention was reported.